Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the application failed to load and stalled after completing the firmware audit during reboot. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the application had not loaded. A field service engineer (fse) had attempted a reboot, but the issue persisted. Logged in as admin, the application launched successfully, allowing recovery of a failed pocket. However, after another reboot, the same problem occurred. Remote support service (rss) was reinstalled, and the station then booted up correctly. Post-repair testing confirmed the application loaded after the firmware audit, and the customer verified proper operation. The system functioned as intended after the field service engineer repaired the device.